Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, the pt allegedly sustained a dermal burn across the chest and upper shoulder. The burn was noticed after the procedure was completed while the pt was getting dressed. The burn was examined and then dressed by a nurse before the pt was discharged. No further treatment was provided regarding the burn.